Event description:
It was reported that during the placement of the leads, the patient was emergent complete heart block and progressed to ventricular stand-still. The physician was not happy with the performance of the fixation mechanism due the amount of rotations required to extend the helix. The right ventricular (rv) lead took more than 30 rotations to extend the helix. The right atrial (ra) lead was placed into the rv port to provide pacing support until the rv lead could be extended. No r-waves were noted, but the rv lead remains in use. It was also reported that the ra required 20 rotations to extend the helix. The ra lead was positioned into the ra port and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.